Manufacturer narrative:
The site used a xoran scanner and the images were washed out. The field of view of a xoran scanner is not large enough to create a scan to medtronic protocol. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
(B)(4) 2014 - a medtronic rep performed a navigation sys check-out, all areas passed. Sys performed as intended. Software investigation completed. Analysis determined registration was not to protocol. The site used a xoran scanner and pt images were washed out. The field view (fov) of a xoran scanner is not large enough to create a scan to medtronic protocol. Software is functioning as designed.

Manufacturer narrative:
Patient sex provided. All other patient information is unavailable.

Event description:
A site biomed rep reported that, while in a sinus procedure, the surgeon alleged a 1cm inaccuracy. The surgeon deemed navigating accurately at the start of the procedure, however, became inaccurate when going deeper into the sinuses. Toward the end of the procedure, the surgeon punctured the cribriform plate which resulted in a cerebrospinal fluid leak (csf). The procedure was prolonged in order to repair the leakage via a skin graft from the pt's leg. The surgeon completed the procedure with the use of the navigation sys. Following the procedure, the biomed rep re-registered the pt to check accuracy. The pt was traced behind the ear in order to obtain more posterior anatomy. After performing this registration, the biomed rep checked accuracy and found the sys to be accurate anteriorly, however, more inaccurate when navigating deeper. It was noted that the pt images were from a xoran computed tomography (CT) scanner and appearance was washed-out.